Event description:
"Rotation stopped in the procedure." When asked, the customer was not notified of solid tones. The customer did not have exact details about the procedure but reported the staff used a different device from another vendor. There was no patient consequence.